Event description:
It was reported that the cartridge was leaking from an unspecified location. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.